Manufacturer narrative:
Stryker evaluated the device and could not duplicate the reported issue. A customer quality engineer evaluated the device files and could not verify the issue. The device showed no evidence of malfunction. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not advise a shock for a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.